Manufacturer narrative:
The reported event (screw breakage during surgery) could be confirmed by the intraoperative images provided. A physical examination of the affected screw was not possible since the device was not returned, and no other evidence was provided. Postoperative x-rays were not provided. Both received images of poor quality are copies of photographs which were taken of a screen intraoperatively; they were forwarded to a consulting healthcare professional for review. The hcp stated that in general cannulated screws can break much easier, and that they can also cut through the k-wires used for localization, which happens even more often. He further indicated that there is no threat to the patient regarding material exposure, if the broken tip is left inside, but it could be slightly more complicated if future operative measurements are necessary. According to the consulting healthcare professional a more precise assessment is not possible due to the poor quality of the received intraoperative images. For comprehensive evaluation postoperative x-rays would be necessary. More detailed information, and in particular the affected device must be available in order to determine the root cause of the intraoperative screw breakage. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. The operative technique instructs: ¿note: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant.¿ based on the limited information provided and without physical examination of the affected screw, the root cause of the reported event cannot be determined. If the device is returned or any further useful information is provided, the investigation will be reassessed.

Event description:
The customer reported that the tip of the screw has broken off and remains in the patient. The surgeon reports no issue with the pre-drill for the screw and the k-wire that the screw was passed over is not bent. The surgeon is satisfied that no additional harm will occur leaving the screw and more damage could occur if it was removed. The tip of the threaded end of the screw broke off, approximately 3 full threads. Patient had good bone. No issues drilling.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Remains implanted.

Event description:
The customer reported that the tip of the screw has broken off and remains in the patient. The surgeon reports no issue with the pre-drill for the screw and the k-wire that the screw was passed over is not bent. The surgeon is satisfied that no additional harm will occur leaving the screw and more damage could occur if it was removed. The tip of the threaded end of the screw broke off, approximately 3 full threads. Patient had good bone. No issues drilling.